Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure procedure using an unknown delivery system. The sizing of the device was dtermined by scanner and transesophageal echocardiography(toe). The physician performed a pulmonary vein isolation (pvi) in the patient. After the pvi, close criteria was satisfied, amulet was rapidly placed in the appendage of the patient (more or less 5 to 10 minutes) and the device compression was in the tire shape. After the procedure, a transthoracic echocardiogram (tte) showed the device was floating in the left atrium. The physician tried more or less 2 hours retrieving the device, during that time the device temporary blocked into the mitral valve and the patient presented for 2 minutes asystolic behavior. After cardiac massage a normal heartbeat was recovered. The prosthesis was finally retrieved pulling the prosthesis with a lasso through the septum through the transseptal puncture most likely damaging the septum. After the retrieval procedure, the patient presented a flutter atrial activity and an atrioventricular (av) block. The patient was cardioverted and returned to sinus rhythm and a pacemaker was implanted. The patient was then transferred to the medical resuscitation service. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization post-procedure, atrial activity and an atrioventricular block upon retrieval of device was reported. It was also reported that during attempt to retrieve the device it temporarily blocked into the mitral valve and the device was retrieved by pulling the prosthesis through transeptal puncture likely damaging the septum. A returned device assessment could not be performed as the device was not returned for analysis. The patient was cardioverted and returned to sinus rhythm and a pacemaker was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure procedure using a14f amplatzer amulet delivery sheath. The sizing of the device was determined by scanner and transesophageal echocardiography(toe). The physician performed a pulmonary vein isolation (pvi) in the patient. After the pvi, close criteria was satisfied, amulet was rapidly placed in the appendage of the patient (more or less 5 to 10 minutes) and the device compression was in the tire shape. After the procedure, a transthoracic echocardiogram (tte) showed the device was floating in the left atrium. The physician tried more or less 2 hours retrieving the device, during that time the device temporary blocked into the mitral valve and the patient presented for 2 minutes asystolic behavior. After cardiac massage a normal heartbeat was recovered. The prosthesis was finally retrieved pulling the prosthesis with a lasso through the transseptal puncture most likely damaging the septum. After the retrieval procedure, the patient presented a flutter atrial activity and an atrioventricular (av) block. The patient was cardioverted and returned to sinus rhythm and a pacemaker was implanted. The patient was then transferred to the medical resuscitation service. The patient was reported discharged.